Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device smoked and the device's battery vented out inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and stress testing without duplicating the report. An internal inspection of the device did not reveal any burnt damage. The device was recertified and returned to the customer. No trend is associated with reports of this type. The batteries used at the time of the reported incident were not returned as part of this investigation.